Manufacturer narrative:
The associated complaint device was not returned. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re opened.

Event description:
It was reported that during surgery the anthology broach handle screw on impactor broke off in implant (where you screw it in). Backup device was available and unknown if a delay occurred due to the incident.